Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/23/2018. Device returned to manufacturer? Yes. Device evaluation: the product return was evaluated. The plunger was advanced and locked as product preparation requires. No viscoelastic was observed in the device. The lens was returned in a small sampling container. The lens was missing a haptic (detached) therefore, the reported issue was verified. The detached haptic was observed stuck at the cartridge tube. Per directions for use, the use of viscoelastics is required when using the tecnis itec preloaded delivery system. Based on the product evaluation, a cause of failure related to the device manufacturing process was not determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during implantation, the intraocular lens(iol) came out of the cartridge without the trailing haptic. The haptic/optic touched the patient's eye. The patient experienced double vision after the surgery; therefore, the iol was explanted and replaced with a new iol. Reportedly, there was no patient injury. No additional information was provided to johnson & johnson surgical vision, inc